Event description:
The event occurred in great britain. It was reported that during a tur p the bipolar electrode broke inside the patient. The broken loop was retrieved, and a replacement loop was used. The connection of the replacement loop was also loose but remained intact (did not break).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4). The replacement loop is considered in complaint (B)(4).